Event description:
The peritoneal dialysis (pd) nurse reported that the pd pt passed away from a large gastrointestinal bleed. The pt was not connected to the cycler at the time of death, he had successfully completed his treatment on his liberty cycler the night before.

Manufacturer narrative:
The pd nurse stated that the pt's death was no related to the liberty cycler. There was no reported abnormalities associated with the pt's pd treatment. There was no additional info. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.